Event description:
No additional customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to an electrical component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: output signal wire was broken or had short circuit due to damage of image sensor cable such as kink at bending section which caused the event. The image sensor cable may have been kinked by massive external stress from withdrawing while bending tube was bent, excessive twisting and bending, etc. The event can be detected/prevented by following the applicable chapters in the instructions for use: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope blacked out during a therapeutic procedure. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.